Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified that the reservoir was ruptured. A microscopic inspection identified markings located on the interior surface of the reservoir near the rupture line. The cause of the rupture could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the reservoir of one folfusor elastomeric device ruptured. This event was noted prior to patient use. The device was filled with fluorouracil. No additional information is available.